Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure where in the ipg and leads were explanted. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device components were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4)/(B)(4), batch: 2000017429/7075900.